Event description:
The customer mother's called to report on 11/12/2012, her son activated a pod before going to bed and his blood glucose was in range (no actual bg level was provided). The next morning at 9:41 am, his fasting bg measured 383 mg/dl. The mother deactivated the pod and gave a manual injection of 4.00 units of insulin and was able to activate a new pod. Mother then took pt to the ER where the pod was removed and was treated for dka.

Manufacturer narrative:
The returned product was evaluated and found to be functioning as intended. No malfunction or other product condition that would have contributed to the user's hyperglycemia and diabetic ketoacidosis was found. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."